Event description:
It was reported that the clinical study patient experienced confusion and disorientation eight day post-implant procedure that was moderate in severity. The deep brain stimulation patient was admitted to the hospital and administered medication. The reported event has since resolved. The physician assessed the event as having had a probable relationship to the procedure and not device or stimulation related.

Event description:
It was reported that the clinical study patient experienced confusion and disorientation eight day post-implant procedure that was moderate in severity. The deep brain stimulation patient was admitted to the hospital and administered medication. The reported event has since resolved. The physician assessed the event as having had a probable relationship to the procedure and not device or stimulation related. Additional information was received that the patient had their medication adjusted and the device reprogrammed.